Event description:
It was reported that, "aria peek implant fractured upon insertion and was unable to place implant in desired position."

Event description:
It was reported that, "aria peek implant fractured upon insertion and was unable to place implant in desired position."

Manufacturer narrative:
Still implanted.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no inspection was completed because the device was not returned. Device history review: the batch # is unknown; therefore, no device history review was completed. Conclusion: 1 avs aria 0degx18x50x10 cage was reported fractured (broken) during insertion. The cage was not returned because it is still implanted. The batch# is unknown. There was no surgical delay or adverse event reported in this procedure. Aria surgical technique recommends to "gently and progressively insert the avs® aria¿ implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". The issue is believed to be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialing could have also contributed to the failure.